Manufacturer narrative:
The reported event of the rv lead could not be fitted into the header was not confirmed. Analysis revealed the v-contact spring was likely pushed out during the attempted lead insertion. Liquid silicone was found inside the connector bore, likely applied by the physician to assist with the lead insertion problem. The dimensions of the connector bore was within specification, and leads can be fully inserted into the connector port. The most likely cause of the anomaly is user-related procedural issues. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the pacemaker header was unable to accept and fit onto a lead. The pacemaker was removed and replaced. The patient had no adverse consequences.